Manufacturer narrative:
The MFR issued a recall notification to the identified customers who rec'd the affected products. On 3/17/2015, the voluntary recall was initiated. The device history records have been reviewed and this lot met all release criteria. The investigation is inconclusive as the remaining three devices were not returned. The root cause for this event was determined to be supplier related due to over-processed resin. This is a known issue for the identified product code/lot number combination. The root cause was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device.

Event description:
It was reported that during a biopsy procedure, using four devices during the same procedure, the devices were fully primed but when the device was fired into the lesion there was a rattling noise heard and did not obtain any tissue sample. A coaxial was not used during the procedure. Another device was used to complete the procedure. There was no report of patient injury.